Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins has not been helping their back pain enough. It was unknown when the patient first noticed the therapy was not helping enough. No cause could be identified at the time of the report. Impedances were checked and showed electrodes 8, 10 and 13 were greater than 10,000 ohms when electrode 0 was primary. Reprogramming was performed to get better relief; issue resolved. It was noted that although the patient was able to get better relief, the patient had a successful stimulation trial with a competitor, and a replacement surgery has been planned. No further complications were reported or anticipated.